Event description:
It was reported that during treatment of an acute sah, acom aneurysm with balloon protection, the second coil was positioned; however, the microcatheter position was unstable and lost this position. It was decided to withdraw the coil and upon removal, it was observed that there was no coil attached to the delivery pusher. The case was completed with one coil in the aneurysm. The microcatheter was checked; however, no coil was inside the catheter or the rhv. There was no patient injury or intervention reported. Additional information indicated that the device was not inspected prior to use. The coil was not visually observed to be attached prior to advancement in the catheter. The coil system was not pretested with the detachment controller prior to use.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Summary device evaluation: the pusher was the only component received for evaluation. The investigation of the returned coil system found the implant to be separated from the pusher. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a tensile break/stretched tail shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.